Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Valve occlusion. The patient information is unknown. The patient had v-p surgery on (B)(6) 2015 with 823101 and 823072. No abnormity occurred during procedure. On (B)(6) 2015 the patient had headache and vomiting symptom. He returned hospital for check. CT reported the patient had hydrocephalus symptom. The surgeon did revision surgery and changed new 823101 and 823072 to complete on (B)(6) 2015. Now the patient condition is stable.